Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause: user had poor technique.

Event description:
Consumer reported complaint for erratic blood glucose test results. The expected fasting blood glucose test result range is 110 to 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Back to back blood test performed by customer fasting during call on (B)(6) 2015 produced results of 82 mg/dl and 39 mg/dl. The product is stored by customer according to specification since it is retained in the bedroom. The test strip lot manufacturer's expiration date is 07/22/2018 and open vial date is (B)(6) 2015. The meter memory recalled for test results performed: (B)(4). Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had poor technique.

Event description:
Consumer reported complaint for erratic blood glucose test results. The expected fasting blood glucose test result range is 110 to 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Back to back blood test performed by customer fasting during call on (B)(6) 2015 produced results of 82 mg/dl and 39 mg/dl. The product is stored by customer according to specification since it is retained in the bedroom. The test strip lot manufacturer's expiration date is 07/22/2018 and open vial date is (B)(6) 2015. The meter memory recalled for test results performed: (B)(6). Adverse event not reported.